Event description:
The pt reported that whenever she removes the insulin cartridge from her infusion device, the plunger remains attached to the piston rod in the cartridge chamber. She stated that the remaining insulin then spills into the compartment. During troubleshooting with a company representative, the plunger was detached from the piston rod. The pt was advised to dry out the cartridge compartment with a cotton swab. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.